Manufacturer narrative:
Initial reporter phone no.: (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a leak was observed from the top of the filter chamber of a prismaflex st150, during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection showed that the return line is disconnected from the filter and the return screwed connector is broken. The reported condition was verified. The cause of the condition was related to mechanical shock during transportation. Should additional relevant information become available, a supplemental report will be submitted.